Manufacturer narrative:
The device was returned, and the device evaluation found residual liquid or foreign material in forceps channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during the device evaluation, the gastrointestinal videoscope, foreign material was found in forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: we presume that the foreign material might have remained since the device had a physical breakage, and the reprocessing has not correctly been implemented in line with the IFU. The foreign material turned out to be a brush. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: brushing was not performed as it was reported that it was unable to pass through. The event can be detected/prevented by following the instructions for use: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.